Event description:
Event description cpi received information that a patient received inappropriate shocks, and it was suspected that the rate sense portion of the endotak transvenous defibrillation lead was fractured. The ventak prx implantable cardioverter defibrillator (ICD) was replaced electively at the same time. However, after the pocket was closed in surgery, the patient received another inappropriate shock from the replacement ventak mini ICD and endotak lead. The stored information from the ICD indicated the new ICD and lead system was oversensing.